Event description:
It was reported that during a coronary stent procedure, a stent was successfully deployed. Upon deflation, the balloon profile remained large and the balloon was removed without incident. No pt injuries or complications occurred.